Event description:
A malfunction was reported with the display showing a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.